Event description:
Tech alleged that the left siderail latch shoulder bolt and nut were missing, and the left siderail could not be latched.

Manufacturer narrative:
Tech installed a new siderail latch shoulder bolt and the left siderail functioned properly. He found this bed out of service in a 3rd floor storage area, and there were no alleged injuries.